Event description:
It was reported that this lead trend data shows significant increase in rv (right ventricular) lead impedance in last 4 months. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).